Event description:
The customer reported the left monitor would not turn on resulting in a loss of the image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.